Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.

Event description:
The customer reported to philips that the brush head was broken while son was brushing. There was no report of injury.